Manufacturer narrative:
H.6. Code: e2403: used as no adverse event to the patient was reported, and the patient tolerated the procedure. H.6. Code b21: results pending completion of investigation. H.6. Code c21: results pending completion of investigation. H.6. D16: conclusion not yet available. H.6. Code a26: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis. The dsf was advanced along a stiff guidewire, and pulled down for angiography. It was noted that the tip of the dsf separated from the catheter. Since the separated portion was still connected with wire it was able to be removed from the patient. The procedure was continued using new dsf. During the procedure, type ii endoleak originating from the lumbar artery was observed. No specific treatment was performed for the endoleak. The patient tolerated the procedure. The physician stated the following. It seemed to be some resistance when the sheath was pulled down, but the operation was as usual.

Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19 with completion of product evaluation. H.6. Medical device problem: code a26 updated to a0413. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Type of investigation code b21 updated to code b01 with completion of product evaluation. The device evaluation showed the following: the device evaluation confirmed approximately 14.5cm of the leading end sheath material separated from the remainder of the sheath. This observation is consistent with the applicable portions of the description summary. The root cause of the sheath leading end separation could not be determined with the available information. The procedure for event trending, analysis, and review, md24024, generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified through md24024 trending process as requiring a CAPA. This type of occurrence will continue to be monitored through md24024.